Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) as well as this left ventricular (lv) and two competitor leads were explanted due to an infection. The device and lead will not be returned.